Event description:
It was reported that eletrocautery was used during device changeout procedure due to routine elective replacement indicator, the pulse generator exhibited loss of output for five seconds. The patient was asymptomatic and pacing resumed soon after. The device was explanted.

Manufacturer narrative:
(B)(4).